Event description:
Pt had a buzzing coming from his ICD. It was alerting him that the lv lead had failed. The impedance of the lv lead was greater than 3000 suggesting lead fracture. The lead has four poes and 3 of them also had impedance greater than 3000 ohms, suggesting lead failure. Only the proximal pole had a normal impedance and the pacing vector was switched to this (with good capture).